Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. It was noted that a homemade head/taper was used. Zimmer biomet states "do not use components of biomet comprehensive reverse shoulder products with components of any other system or manufacturer, unless authorized by zimmer biomet." If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient match implant (pmi) group that a patient underwent a shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.